Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05912. (B)(6). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 85% stenosis, and was 40mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation, and placement of 3.00x 20mm promus element 2.2.75x28mm promus element stents. Following post dilatation residual stenosis was 0%. Three days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient experienced unstable angina and was hospitalized on the same day. The following day, diagnostic angiography was performed and revealed 75% stenosis in the target lesion proximal lad and the patient subsequently underwent percutaneous coronary intervention (pci) to treat the isr. The residual stenosis post total vessel revascularization (tvr) was 0%. Two days after, the event was considered as recovered/resolved and the patient was discharged on the same day.